Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact on the customer's blood glucose level. After instructions were provided by technical support, the caller successfully reset the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to report any future issues.